Manufacturer narrative:
Corrected report from product malfunction to adverse event due to the blood glucose reading.

Event description:
Listened to the phone call and found that the customer had a high blood glucose of 435 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was over delivering insulin as they were having unexplained lows which were hard to recover from. The customer¿s blood glucose level was 59 mg/dl at the time of the incident, and 105 mg/dl at the time of the call. The customer was going low before lunch and was only able to stay up after eating and turning off the pump. Troubleshooting was completed but did not resolve the issue. The customer also reported that the pump had not been alerting them on lows, and also had high blood glucose incidents. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated two open or used reservoirs. Inspected and checked o-rings or stopper groove for anomalies none were found. Ran basal, bolus leaking test follow: reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connector into 7xx pump. Conclusion: reservoirs not leaks. (B)(4).